Manufacturer narrative:
D10 concomitant product: 70xltin, 70xltin 7.0mm xlt trach inner cannula, (lot# 202402300x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's spouse attempted to change the inner cannula when the blue part snapped off, on two different inner cannulas with the same lot number. Additional inner cannulas with a different lot number were available and was used to change the inner cannula. There was no reported patient outcome.